Manufacturer narrative:
Product event summary #geo event description: (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator was explanted and replaced. No further patient com plications have been reported as a result of this event.